Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active for half of the day and then inactive for half of the day on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 505 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 427 mg/dl, 497 mg/dl, 492 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea and headache. The customer treated for high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Cannula was bent of infusion set. The insulin pump will not be returned for analysis.